Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. They were off the insulin pump for about a month. They were treating with manual injections. The customer¿s blood glucose level was unknown. Troubleshooting was performed but the display did not return. They were advised to go through an insulin pump rest. They were advised to call back if the display does not return after waiting two hours and reinserting the battery. The device will not be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Unit was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with cracked retainer, minor scratches on case and minor scratches on lcd window. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection.